Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, turned on water pump and generator prior to the patient getting on the table and both worked. When the case started and they went to hook up the antenna to the water pump and the generator, the water pump did not turn on, they tried a different cord and a different outlet but neither worked. They had to wait at least 45 min to find another pump. In the mean time the patient was on the table and sedated. No patient injury.